Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted for incontinence on physical effort. The patient reported that directly post-op, pain was at 9/10. The patient further reported functional impotence, adductors, vagina and legs, prolonged hospitalization and neuropathic painkillers. The patient is back home, wheelchair for a few days. Extract from a letter dated 5/12/2016 states "patient was hospitalized from (B)(6) 2016 for her stress urinary incontinence treatment. I inserted a tot type suburethral sling and resection of hymenal bridles. The after-effects were complicated by intense spinal pain, probably related to the spondylitis, and pain on the inner thighs, particularly on the left. Neurological examination showed no significant motor deficits, and there was no abolition of reflexes. The pain responded well to treatment with neurontin, which she will take for another week. Bladder emptying has been checked and is complete." Extract from consultation letter 31 jan 2019 states "problem of perineal and adductor pain. Patient presents with multiple antecedents and we have discussed this quite a lot today. The question was the imputability of the placement of the suburethral sling without its current symptomatology, as well as the possibility of a possible pudendal nerve compression syndrome. As far as the tot strip is concerned, given the operative neuralgic pain cannot be ruled out, even if it is difficult to distinguish between the two in the current picture. As for the pudendal nerve, in my opinion, as I explained to her, it would be necessary to consider a pudendal block to completely rule out this syndrome. Of course, it's difficult to diagnose, and the pain coming down on the adductors doesn't really resemble the territory of this nerve." Extract from an outpatient hospitalization letter (B)(6) 2020 to manage her recurrent urinary tract infections states "performed a cystoscopy under general anesthesia and a urethral dilatation. Follow-up was straightforward." The patient reported their current condition as with time and medication, pain has subsided. There is difficulty urinating, incomplete emptying, need for self-catheterization, recurrent urinary tract infections, start of medical wandering (2017) with multiple pains in the lower abdomen, hips, vagina, adductors, lower back, burning, itching and electric shocks. Multiple examinations were carried out, multiple specialists were seen over several years. The urethral dilatation under ga was performed to alleviate the mictional difficulty, but the pain continues. The patient started a follow-up at the pelvic pain center and has been diagnosed with bilateral pudendal and cluneal nerve damage, which will be operated on in 2021. Some pains subside, but others remain or intensify. To date, persistent adductor, hip, vaginal and back pain and severe dysuria. Frequent urinary tract infections. The patient is considering a major operation to remove the band. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished lot number 3899686, and no non-conformances / manufacturing irregularities related to the malfunction were identified.